Event description:
It was reported that the leadless pacemaker (lp) exhibited intermittent capture. The lp was explanted and replaced with a traditional pacemaker system. During the explant procedure, it was noted that the lp had microdislodged and easily released from the septum. The patient was stable.

Manufacturer narrative:
Reported events of intermittent capture and device dislodgment were unconfirmed. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification found no anomaly contributing to reported event of capture problem.